Event description:
The customer reported broken/bent battery connector pin resulting in non-contact with the battery. There was no report of patient involvement or that the unit failed to power up.

Manufacturer narrative:
(B)(4) 2014. This is considered malfunction of the battery pca as it failed to meet specifications. This is a reportable malfunction as should this malfunction recur it could cause or contribute to a death or serious injury, e.g. Failure to power up in an emergency situation thereby causing delay in therapy, loss of power, intermittency in power or unexpected shutdown. The customer reported broken/bent battery connector pin resulting in non-contact with the battery. This is a user initiated testing issue; there was no patient involvement. Device evaluation: the philips field service engineer (fse) evaluated the device and confirmed the broken pin. Reporting decision and reporting rationale: the bent battery connection pins are considered damaged from use outside of normal and expected, and not a malfunction. Resolution and disposition: the bent battery connection pins are considered damaged from use outside of normal and expected and not a malfunction. The device passed operational performance assurance testing and was returned to service. Conclusion: this is consistent with use outside of normal and expected and no malfunction. Customer communication: no further communication was requested and no further communication is indicated.